Event description:
The pt came as an outpatient to the cath lab with ICD battery depletion for a generator change. Upon initial presentation, the vital signs were 157/81, 65, 20, 97.1 rhythm is v paced. Pt assessed as an asa class 3 by the anesthesiologist. The procedure began at 12:35 pm the generator was ex-planted. At 1:12pm, the new generator was connected to the leads. The dual chamber ICD was completed implanted at 1:13pm. At 1:14 the "shocking lead impedance" test took place. At 1:17pm, the pt noted to have bp of 173/79 with hr of 64. At 1:20pm, vf was induced via t-wave shock. It was terminated with 20 joules 52 ohms for 4.4 seconds. At 1:21pm, the pt was noted to have hr of 64 and bp of 131/62. At 1:23pm, the physician began skin closure. A 1:24pm, the pt's vital signs was noted to be 64/54, with a hr of 60 and rr of 13. The anesthesiologist was made aware. At 1:27pm, rn was unable to get a blood pressure reading. At 1:30 pm, pt noted to be unresponsive and cyanotic. Chest compressions initiated by the electrophysiologist while the anesthesiologist initiated a lma placement at 1:32 pm and provided ventilations via bvm. Rescue medications were administered. At 1:37pm, pt noted to have a hr of 0 and no discernible blood pressure. At 1:39 the lma was removed and an et tube was inserted by the anesthesiologist. At 1:40pm, the pt was noted to have a rhythm of v-fib and pt was shocked via external defibrillator. At 1:41pm, a shock was delivered via the ICD. Shocks delivered via the ICD continued at 1:43pm, 1:45pm, and 1:46pm. At 1:51 360 joule external shock was delivered and compressions continued. At 1:52 through 2:13pm, 360 joules of external shocks delivered for vf. At 2:13pm, vf shock was delivered via the ICD. At 2:17, an iabp was inserted. Two more external shocks delivered to the pt. At 2:22pm, the ICD shocks. At 2:23pm, the pt is externally shocked. At 2:25, 2:26, and 2:27, the ICD shocks the pt. At 2:30 an echo is completed, which is negative. At 2:31pm, the balloon pump gets connected at 2:41 the code is called. The pt was pronounced at 2:41pm.